Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Legal counsel for patient reported that patient underwent a total right hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2012 due to patient allegations of pain and loss of range of motion. Review of invoice history confirmed the modular head and taper were removed and replaced. This complaint is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a total right hip arthroplasty on (B)(6), 2006. Patient's legal counsel further reported that a revision procedure was performed on (B)(6), 2012 due to patient allegations of pain and loss of range of motion. Review of invoice history confirmed the modular head and taper were removed and replaced. Additional information received in revision operative report indicates sybnovial fluid was aspirated and that there were no obvious signs of metallosis. Revision operative notes confirm the modular head and taper adapter were removed and replaced. This complaint is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.